Manufacturer narrative:
The tech found that the brake caster supports were broken. An investigation was performed and this issue was addressed under an engineering change. The tech replaced the brake caster supports to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the brake casters and brake steer casters are not holding. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).